Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the even as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed int eh united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with frozen display due to faulty connector on the interface board. Found unlocked joint and or lcd keypad connector during visual inspection. No audio alarm or unexpected beeping was noted. The device had cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window.

Event description:
It was reported that the customer's insulin pump experienced a constant audio alarm. Blood glucose levels were not reported. The product is being returned. Nothing further to report.